Event description:
The surgeon was injecting local medication through 10ml syringe and 25g 1 1/2 needle/ while injecting the local medication the entire needle broke off inside the patient. The medline internal number is (B)(4). The product was purchased through amd-acc# (B)(4). Dates of use: (B)(6) 2017. Diagnosis or reason for use: injection of local anesthesia pre surgical.